Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient that underwent photo refractive keratectomy (prk) in both eyes. On post-operative examination the patient complained of increased pain with decreased vision in the left eye. Slit lamp examination revealed a possible infiltrate. Patient was started on topical compound antibiotic and steroid eye drops.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).